Event description:
Boston scientific received information that the right atrial (ra) lead pacing impedance measured less than 100 ohms in bipolar configuration. When sensitivity was programmed 0.15mv, impedance measurements varied and no threshold was measured. In unipolar configuration, pacing impedance and threshold measurements were within acceptable limits. A routine device replacement procedure was performed. The device was explanted and replaced. Atrial lead pacing remained in the unipolar configuration. Farfield oversensing from a ventricular pace was observed. The device was programmed to sensing in the bipolar configuration. The ra lead remains actively implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.